Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall during fill tubing, with repeated occurrences on the current set of supplies, and blood glucose measured at 273 mg/dl; a dry run using 20.5 units successfully completed without error, and the user planned to replace supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, consistent with a stalled motor during insulin delivery setup. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.